Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of varicosity procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle did not have marks of the trip wire secured. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle did not have marks of trip wire being secured and the handle worked functionally as intended. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). There was evidence found that the trip wire was not secured as the handle did not have marks of the trip wire secured, and the IFU cited "secure trip wire in slot on handle unit."

Manufacturer narrative:
Block e (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of varicosity procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.